Manufacturer narrative:
Final analysis found composition of epoxy contamination on contact spring/medical adhesive on set screw that may be traced back to a manufacturing anomaly. Field complaint of unable to tighten set screw may have resulted from the anomaly found.

Event description:
During a scheduled lead manipulation procedure for extracardiac stimulation, when the physician started to unscrew the lead from the can; the screw failed and could not be tightened further due to which the physician had to change the pacemaker. Patient was stable post procedure.